Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of medical intervention. The customer's blood glucose was 42mg/dl at the time of incident. It was reported sensor glucose was 157mg/dl then customer woke up in an ambulance on a car park with blood glucose of 42mg/dl. No further information available. The product will not be returned for analysis.